Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer called multiple times for insulin flow blocked alarm issues. Every time they received the alarm, the customer changed the infusion set but the issue persisted. While filling the cannula to 5 units, insulin did not exit the catheter and the same alarm occurred. Customer's blood glucose level was not reported. The device was not returned.